Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as insufficient information was received. Device history review: there have been no reported discrepancies for lot referenced. Complaint history review: there have been no similar previous events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as results of blood work for infection along with patient medical records were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Knee washout and poly swap.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Knee washout and poly swap.